Event description:
This spontaneous report was received from a brazilian physician and concerns a female patient. She was injected with radiesse on an unknown date, into the face. In august 2022, after the radiesse injection, the patient experienced an inflammatory allergic reaction and edema on the face. The patient was hospitalized. Corrective treatment included predsin 80 mg and diprospan, intramuscular. She received no systemic antibiotic. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was of severe intensity, not life-threatening and related to radiesse. Follow up information was received on 24-aug-2022: the event term inflammatory allergic reaction was amended to inflammatory allergic reaction/ hypersensitivity reaction, and the coding remained unchanged. The patients initials, date of birth and age were provided. She was 71 years old at the time of the event. The patient was injected with a total of 6 ml of radiesse, into the malar, jaw and pre-jaw, for flaccidity and lifting, on (B)(6) 2022. The batch number was reported as a00055600. The batch record review was received and the lot number for radiesse was confirmed as a00055600 (expiry date 03/2024). A lot search in the global safety database was conducted. The patient was injected into the deep dermis with 2 syringes, using a 22 g cannula. She was injected with 1.5 ml per side of the malar (2 injection points per side), and 1.5 ml per side of the jaw and pre-jaw (4 injection points per side). The patients past aesthetic treatments included fillers with hyaluronic acid, botulinum toxin and laser. The patients medical history included an urinary infection, diabetes mellitus type 2 and systemic arterial hypertension (also reported as has). Concomitant medication included benicar, aldactone and natrilix. She had no disposition to lymph drainage problems, allergies, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2022, after the radiesse injection, the patient experienced a hypersensitivity reaction. On (B)(6) 2022, 3 hours after the injection she developed diffused edema on the face, evolving to edema on the oral region (tongue). The patient was hospitalised and treated with intravenous medication and epinephrin. The outcome of the event was reported as resolving (changed from not resolved to resolving). In the opinion of the reporter, the event was life threatening and not permanent. A causal relationship to the treatment with radiesse was not ruled out.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event inflammatory allergic reaction/ hypersensitivity reaction (pt: injection site allergic reaction), was deemed to meet the serious criteria of being life threatening and due to hospitalization. The device history record for radiesse injectable implant, lot number a00055900 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted, no non-conformance's were noted.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event inflammatory allergic reaction/ hypersensitivity reaction (pt: hypersensitivity), was deemed to meet the serious criteria of being life threatening and due to hospitalization.

Event description:
Follow up information was received on 01-sep-2022: the event inflammatory allergic reaction/ hypersensitivity reaction was recoded from injection site allergic reaction to allergic reaction. Radiesse was diluted in a 1:1 ratio. The patient was previously treated with hyaluronic acid, with no adverse event and had no allergy to lidocaine. After the radiesse injection, the patient presented important facial edema with periocular and lip involvement and oropharyngeal pruritus. Considering the hypothesis of an angioedema, the patient was forwarded to the hospital, where she was hospitalized for 2 days. In the hospital, the patient was treated with corticoid therapy, epinephrine, and other anaphylaxis measures. As reported, the patient was total recovering. The outcome of the event remained unchanged.